Manufacturer narrative:
In response to FDA report number: mw5099407. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "diagnosed with bia-alcl from silicone implants".

Event description:
Patient reported via regulatory agency being "diagnosed with bia-alcl from silicone implants." Pathology has not been received and he markers of cd30+ and alk- have not been reported or confirmed. Affected side is left. The device remains implanted.